Manufacturer narrative:
Concomitant products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial#(B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 399930, lot# j0454786v, implanted: (B)(6) 2005, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient could use stimulation for a couple days and it worked a little but then it would turn off. The patient could wait a couple of days with stimulation off and turn it back on again. The patient stated the last time he had his battery checked they said the battery was almost depleted, but he was in so much pain he couldn¿t recall the details. It was noted the patient would like the implantable neurostimulator (ins) explanted to be able to have an MRI for back issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.